Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the h2tuv device has no function (no details). Another device was used to complete the case. There was no consequence to the patient.